Manufacturer narrative:
Based on the log file evaluation the reported problem could be confirmed and could be traced back to an issue with the ventilator (motor). It was found that the device forced a shutdown of automatic ventilation due to a detected wrong motor position. The motor speed is being monitored continuously; speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported.

Event description:
It was reported that the device had a ventilator failure during use- only manual ventilation possible. There was no patient injury reported.